Event description:
It was reported that this right atrial (ra) lead had exhibited infection. All available information indicated that the system remains implanted. No additional adverse patient effects were reported. The ra lead remains in service. Additional information indicated that the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited infection. All available information indicated that the system remains implanted. No additional adverse patient effects were reported. The ra lead remains in service.